Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged barrel. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was failure of the product to contain the blood. The following information was provided by the initial reporter. The customer stated: "blood was drawn with arterial blood collector for blood gas analysis. After successful puncture, the blood did not flow into the arterial blood collection device. A small crack was found on the wall of the arterial blood collection device."